Event description:
The patient received 3 scs anchors with the same lot number. It was reported during the patient's scs lead explant/replacement procedure (reference MFR report: pending), one of the scs anchors was found to be broken. Subsequently, the anchor was explanted and replaced. It was also reported the procedure was extended by approx 1 hour due to the physician experiencing difficulty retrieving the anchor nose.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.